Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer intended to deliver a bolus, but did not complete the process which resulted in a blood glucose (bg) reading of "high" (specific value note provided). The customer delivered a bolus via the pump to address bg level. Tandem technical support educated the customer on bolus functionality on the pump.